Event description:
Difficulty walking which can last about three or four days [difficulty in walking]. In a lot of pain approximately 30 minutes after receiving the injection which spreads to the ankle [radiating pain]. In a lot of pain approximately 30 minutes after receiving the injection which spreads to the ankle [injection site joint pain]. Synvisc-one injections administered in her right hip [product administered at inappropriate site]. Case narrative: this case is linked to case (B)(4) (multiple devices). Initial information received on 22-feb-2021 from (B)(6) regarding an unsolicited valid serious case received from a patient. This case involves a (B)(6) years old patient who experienced difficulty walking which can last about three or four days, in a lot of pain approximately 30 minutes after receiving the injection which spreads to the ankle with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc] administered in her right hip. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2021, the patient started using hylan g-f 20, sodium hyaluronate, injection, dosage 6 ml, frequency, route unknown (with an unknown batch number) in right hip (product administered at inappropriate site) for osteoarthritis. The information regarding lot number was requested. On the same day, the patient was in a lot of pain approximately 30 minutes after receiving the injection which spreads to the ankle (pain and injection site joint pain). On an unknown date in 2020, the patient had difficulty walking which could last about three or four days (gait disturbance). Reportedly, the patient must use a walker to move around. This event was assessed as leading to disability. Action taken: not applicable for all events. Corrective treatment- walker for gait disturbance and not reported for rest of the events. The patient outcome is reported as not applicable for synvisc-one injections administered in her right hip; recovered for rest of the events. A product technical complaint was initiated and results were pending for the same.

Event description:
Difficulty walking which can last about three or four days [difficulty in walking] in a lot of pain approximately 30 minutes after receiving the injection which spreads to the ankle [radiating pain]. In a lot of pain approximately 30 minutes after receiving the injection which spreads to the ankle [injection site joint pain] . Synvisc-one injections administered in her right hip [product administered at inappropriate site] . Case narrative: this case is linked to case (B)(4) (multiple devices). Initial information received on 22-feb-2021 from canada regarding an unsolicited valid serious case received from a patient. This case involves a 47 years old patient who experienced difficulty walking which can last about three or four days, in a lot of pain approximately 30 minutes after receiving the injection which spreads to the ankle with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one) administered in her right hip. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2020, the patient started using hylan g-f 20, sodium hyaluronate, injection, dosage 6 ml, frequency, route unknown (with an unknown batch number) in right hip (product administered at inappropriate site) for osteoarthritis. The information regarding lot number was requested. On the same day, the patient was in a lot of pain approximately 30 minutes after receiving the injection which spreads to the ankle (pain and injection site joint pain). On an unknown date in 2020, the patient had difficulty walking which could last about three or four days (gait disturbance). Reportedly, the patient must use a walker to move around. This event was assessed as leading to disability. Action taken: not applicable for all events. Corrective treatment- walker for gait disturbance and not reported for rest of the events. The patient outcome is reported as not applicable for synvisc-one injections administered in her right hip; recovered for rest of the events. A product technical complaint was initiated and results were pending for the same. Based on information previously received, the suspect was updated from synvisc tp synvisc one and has been amended. Related cases added. The product start date updated. Text amended accordingly.

Event description:
Difficulty walking which can last about three or four days [difficulty in walking] in a lot of pain approximately 30 minutes after receiving the injection which spreads to the ankle [radiating pain] . In a lot of pain approximately 30 minutes after receiving the injection which spreads to the ankle [injection site joint pain]. Synvisc-one injections administered in her right hip [product administered at inappropriate site]. Case narrative: this case is linked to case (B)(4) (multiple devices). Initial information received on 22-feb-2021 from canada regarding an unsolicited valid serious case received from a patient. This case involves a 47 years old patient who experienced difficulty walking which can last about three or four days, in a lot of pain approximately 30 minutes after receiving the injection which spreads to the ankle with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one) administered in her right hip. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2020, the patient started using hylan g-f 20, sodium hyaluronate, injection, dosage 6 ml, once, route unknown (with an unknown batch number) in right hip (product administered at inappropriate site) for osteoarthritis. The information regarding lot number was requested. On the same day, the patient was in a lot of pain approximately 30 minutes after receiving the injection which spreads to the ankle (pain and injection site joint pain). On an unknown date in 2020, the patient had difficulty walking which could last about three or four days (gait disturbance). Reportedly, the patient must use a walker to move around. This event was assessed as leading to disability. Action taken: not applicable for all events. Corrective treatment- walker for gait disturbance and not reported for rest of the events. The patient outcome is reported as not applicable for synvisc-one injections administered in her right hip; recovered for rest of the events. A product technical complaint (ptc) was initiated on 22-feb-2021 for synvisc one (lot number unknown) with global ptc number (B)(4). The product lot number was not provided; therefore, a batch record review is not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Final investigation was completed on 12-mar-2021. Based on information previously received, the suspect was updated from synvisc tp synvisc one and has been amended. Related cases added. The product start date updated. Text amended accordingly. Additional information was received on 12-mar-2021 from the other healthcare professional. Ptc results received and processed. Global ptc number was added.